Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2012, after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received appropriate shock therapy for ventricular tachycardia (vt) and the rhythm was successfully converted. Additionally, the device displayed an error code indicating a high energy shock was delivered into a shorted lead condition. The local area rep reported when the patient was seen in the clinic, they were able to reproduce noise measurements and received a shock impedance greater than 125 ohms. Boston scientific technical services (ts) advised both the patient's device and lead be replaced. During the extraction procedure, the physician attempted utilizing laser extraction however the attempt was unsuccessful and instead performed a femoral extraction. During the extraction procedure, the implantable defibrillation lead came apart and the distal coil was left in the right ventricle. The physician successfully implanted a new system and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.